Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) and was explanted after 65.1 months of service. A similar ICD was implanted without reported complication. The explanted device will be returned to guidant to be analyzed for premature battery depletion. No additional complications were reported.